Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic failure. There was no patient involvement and no harm reported. A getinge field service engineer (fse) arrived onsite and found that the blue fiber port connector was badly damaged and would not allow the connection of a fiber optic balloon. Fse replaced the fiber optic connection/cable assembly and completed a full system test (calibration confirmation, safety, and functionality checks), all tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received this part with a reported unit failure of a broken connector. The failure analysis and testing dept. Performed visual inspection of the part received: fiber optic sensor extension cable serial number: (B)(6) catheter connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by the failure analysis and testing department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. They could not plug in a fo connection. The department attempted to connect the cable and found that it would not connect properly. They used a different unit. There was no involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.